Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no mfg date: 31-oct-2020 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline disconnected from the controller while the patient was sleeping. The ventricular assist device (vad) coordinator received an emergency page from the patient's spouse and medics were on the scene. The vad coordinator could hear alarms in the background, and it was believed that the driveline became disconnected from the controller early in the morning while the patient was sleeping. The patient woke up to the alarm. The patient tried to help their spouse reconnect the driveline to the controller, but the patient passed out before that happened. The patient's spouse was also unable to get the driveline securely connected to the controller. The vad coordinator walked the medics through reconnecting and they "had the same report" that "it just falls right back out". The medics were able to describe the controller connection, so there was not concern that they were using the wrong port to connect. The vad coordinator then walked the medics through changing the controller and they were able to successfully rega in vad function. The vad parameters seemed normal when the pump started, but it was noted that the patient was likely brain dead from the down time. However, the brain death exam had not yet been completed. The patient was in the intensive care unit (ICU) on a ven tilator. It was noted that the patient is a very reliable patient and there was no concern that the patient disconnected the driveline or was "doing something they shouldn't have". The vad coordinator attempted to recreate the issue on a demo vad and could not. The vad coordinator tested the driveline on the new controller for a driveline boot cover issue and stated that was not the issue either. The pins on the controller seemed intact and there was no visible damage to the controller connection. The driveline connection was inspected while the driveline was disconnected to ensure there wasn't any debris in it to prevent it from connecting, and the medics denied any debris in the driveline. Approximately three days later the patient subsequently expired as a result of injury sustained during a prolonged vad stop time secondary to the driveline becoming disconnected and unable to reconnect.

Event description:
It was further reported that the patient's cause of death was cardiogenic shock.

Manufacturer narrative:
A supplemental report is being submitted for corrections. A4 was corrected from blank to 187 lbs. B5 was corrected to indicate that the cause of death was cardiogenic shock and h6 corrected to include the ime code e233601. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received indicating that the patient suffered approximately 23 minutes of "down time" with intermittent cardiopulmonary resuscitation before the vad started running again. The patient was believed to have a permanent anoxic brain injury with severe deficits. A hypothermia protocol was subsequently initiated: b5 and h6 updated accordingly. E1 and e4 updated with initial reporter phone number and email. Additional products: d4: serial or lot#: (B)(6), h6: patient ime code(s): e0102 h6: imf code(s): f23 a voluntary medwatch form 3500 was received (report #mw5111569); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient suffered approximately 23 minutes of "down time" with intermittent cardiopulmonary resuscitation (CPR) before the vad started running again. The patient was believed to have a permanent anoxic brain injury with severe deficits. A hypothermia protocol was subsequently initiated.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with (B)(6) and the controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The results of the analysis revealed that (B)(6) could maintain a stable mechanical connection with connected driveline cable. Functional testing of the driveline cable did not identify any discrepancies that may have caused or contributed to the reported event. The driveline connector locking mechanism worked as intended since it was able to connect securely to a test controller port. Visual inspection of the returned segment of driveline cable revealed discoloration of the outer sheath. Additionally, visual examination revealed damage to the strain relief. These are additional findings, not related to the reported event. Based on the available information, the most likely root cause of the observed driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the discoloration of the outer sheath of the driveline cable may be attributed to multiple factors including design issues and/or exposure to uv light. Log file analysis revealed that con410042 was the patient's primary controller, in use during the reported event. Log file analysis pertaining to (B)(6) revealed a vad disconnect alarm logged on 16-aug-2022 at 03:43:42, indicating a physical disconnection of the driveline from the controller. Review of the event log file revealed a reactivation event logged at 04:06:56 due to an open phase on the rear stator. This was followed by a vad stopped alarm recorded at 04:07:00 due to open phases on both stators. An additional vad disconnect alarm was logged at 04:08:55. Log file analysis pertaining to (B)(6) revealed a controller power-up with associated motor start event logged on 16-aug-2022 at 07:29:00. Review of the event log file revealed that, prior to the power up event, the controller last had power on 14-sep-2021. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed two (2) vad disconnect alarms logged on 16-aug-2022 at 07:29:05 and on 19-aug-2022 at 07:56:27, indicating a physical disconnection of the driveline from the controller. As a result, the reported vad disconnect event was confirmed; however, the reported driveline cable connection difficulty event could not be confirmed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the reactivation event and the vad stopped alarm can be attributed to a marginal connection between the driveline cable and the controller. Based on the available information the observed controller power-up event involving (B)(6) was most likely attributed to controller exchange. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 03-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.